Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the sf191 and revealed a safety reset complete alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf191 was due to an isolated component failure within the device pneumatic block while the safety reset complete alarm was due to an intermittent connection with the expiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered off unexpectedly and displayed an error message (sf191) related to communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered off unexpectedly and displayed an error message (sf191) related to communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.